Manufacturer narrative:
D9: date returned to mfg.: 1/30/2025. D3: correction. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer reported problem "clutch slipping during occlusion test, travel coarse error" was verified and duplicated by motor drive test. The problem is caused by worn out leadscrew. Replaced worn out leadscrew, clutch, worm coupling, worm gear and plunger tube; replaced old style position pot to new style. Calibration and motor drive test performed. Device passed all testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a clutch slipping during occlusion test and a travel coarse error. There was unknown patient involvement.